Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. The reporter did not provide any contact information; therefore, additional follow up was not to be conducted. (B)(4).

Event description:
A material manager reported an intraocular lens (iol) was removed and discarded. Additional information was requested and received from the material manager that the surgeon changed his mind after placing the lens in the eye and observing the fit. The surgeon removed the lens. The surgeon blames the eye not the lens. A nurse states a back up lens was not used and the patient was left aphakic.